Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (416 mg/dl). The customer took a manual injection to stabilize high blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.